Event description:
The nurse made the stick, observed blood return pulled stylet back and advanced catheter into the vein. Placed her left index finger on wing of catheter to secure it in place. As she attempted to pull stylet back through the catheter the needle started to stick and hang up. She continued to pull on the stylet and it shot forward like a bow sticking her in the left index finger. Blood was observed in the gloved hand. She went to employee health and was given a tetanus shot, the nurse had previously received the hepatitis vaccine series. A blood titer drawn and was fine. An hiv test was also performed.